Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced bowel incontinence. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue.

Event description:
It is unknown which lead is liable.

Manufacturer narrative:
Correction: b5 - the following statement should have been incldued: it is unknown which lead is liable. H11 - the following statement should have been included: the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000157056.